Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level (value not provided); cause was unknown. A correction bolus via the pump was delivered to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management. Customer reverted to an alternate pump for insulin therapy.